Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported clip caught on chordae appears to be due to challenging patient anatomy. The reported difficulty removing the clip from anatomy appears to be a cascading event of the clip caught on chordae. The reported single leaflet device attachment (slda) appears to be due to procedural conditions (poor imaging). The reported poor imaging is due to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming stuck in the anatomy and being deployed where it was and the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted that visualization was difficult due to patient anatomy. The clip delivery system (cds) was advanced to the mitral valve with a trajectory of placing the clip centrally on a2/p2. Torque was applied to the steerable guide catheter (sgc) to grasp the leaflets, but the clip got stuck in the chords on the lateral side of a2/p2. Troubleshooting was performed and the physician attempted to raise the grippers. However, the device could not be freed because the anterior leaflet was stuck on the gripper arm. The physician decided to grasp the posterior leaflet and implant the clip where it was. The clip was implanted on both the leaflets as well as the chords and a second cds was advanced to the left atrium with the intention to stabilize the first implanted clip. While advancing the second clip it was noted that the first clip detached from the posterior mitral leaflet. There was no tissue damage noted and the second clip was successfully implanted on the medial side of a2/p2. The procedure was complete with a final mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. According to the physician the boundary between the posterior leaflet and chords were unclear due to poor visualization which may have led to shallow posterior leaflet insertion. No additional information was provided.